Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and after multiple placement attempts, it was observed that the guidewire was unable to advance out of the tip of the lead. A hybrid guidewire was then attempted and it also was unable to advance out of the tip of the lead. The lv lead was not implanted and a replacement lv lead was placed successfully. No patient complications have been reported as a result of this event.